Event description:
It was reported that this lead exhibited an impedance measurement of 190 ohms in unipolar pacing. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).